Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) is experiencing too much astigmatism post op resulting in poor vision near and distance. Additional information was received reporting the lens was exchanged.

Manufacturer narrative:
Additional information: the initially implanted lens is a non-toric lens and would have no impact on astigmatism. The replacement lens is a toric lens model. (B)(4).